Event description:
It was reported that pump experienced malfunction with non-resettable malfunction alarm and no events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup, and technical support arranged replacement pump.